Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 2.50 x 30mm was selected for treatment of the target lesion. During the procedure, when the device was first inflated to 8atm, the balloon ruptured. The device was removed, and another of the same device was used to successfully complete the procedure. There were no patient complications.